Manufacturer narrative:
No conclusion can be drawn.

Event description:
On 10/27/2010, our (B)(4) affiliate received info from a contact lens (cl) sales shop; a pt who was wearing acuvue oasys cls was being treated for an adverse event. That day, an associate from our affiliate contacted the treating eye clinic; the pt had been wearing acuvue oasys cls without event. On (B)(6) 2010, the pt experienced redness and was seen by the eye care professional (ecp) who noted "slight staining, allergy was suspected." The pt was instructed to d/c cl wear. The pt stopped wearing cls "for a while." The pt wore cls from the same lot on (B)(6) 2010 and experienced discomfort, but kept wearing the lens "because cl wear was required." The pt discarded the lens in question. On (B)(6) 2010, the pt experienced discomfort while wearing a new cl from the same lot, but kept wearing the lens because cl wear was required." After cl removal, the pt could not sleep due to pain. The pt saw an ecp the following day and was diagnosed with a corneal ulcer and was prescribed cravit and hyaline eye drops. Multiple attempts were made to get additional info; to date, no additional info has been received. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity, or confirmation by a medical professional were not available, this event is being reported as worst case. Two sealed blisters were received. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph was in specification. There was not enough solution to measure conductivity. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot was produced under normal conditions. If additional info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.